Event description:
The customer reported the ventilator did not alarm when the patient removed the mask. The customer reported that the patient expired.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.